Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the drive manifold. The iabp passed all calibration, functional and safety test as per factory specifications and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to drive manifold test during a preventive maintenance (pm) performed by a getinge field service engineer (fse). No patient involvement. No adverse event reported.